Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: a visual and functional inspection was performed on the returned device. The reported hub leak and balloon rupture could not be confirmed as the device inflated and maintained pressure without any leaks noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The omnilink elite vascular balloon expandable stent system electronic instructions for use (IFU) states: balloon pressures should be monitored during inflation. Do not exceed rated burst pressure (rbp) as indicated on product label. Use of pressures higher than specified on product label may result in a ruptured balloon with possible vessel damage or perforation. The violation of the IFU does not appear to have contributed to the reported event, as there was no balloon rupture on the returned device. The investigation was unable to determine a conclusive cause for the reported balloon rupture and hub leak issue. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the non-tortuous, mildly calcified, iliac artery. During stent deployment, the 6.0 x 39 mm omnilink elite balloon ruptured at 16 atmosphere (atm). Notably, the area near the hub leaked contrast. The delivery system was removed from the anatomy without reported issue. Post dilatation was performed without issue and the procedure was completed. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.